Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a chronic infection of the midsternal incision with an onset date of (B)(6) 2023. The patient was returned to the operating room (or) for multiple washouts post implant date, but the infection persisted. Symptoms included chest pain and fatigue. Pan cultures were sent. The patient was taken to the operating room on (B)(6) 2023 for device exchange. The patient was stable as of (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.